Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient developed acute renal failure and experienced reduced blood pressure and urine output; the patient received dialysis. The patient was intubated and maintained mechanical ventilation due to losing consciousness. The patient's labs revealed that values associated with the liver and pancreas were increased, and the patient was diagnosed with multi-organ system failure. An abdominal computerized tomography (CT) showed hemopericardium. The patient underwent an operation for pericardial window formation and received vasopressors and inotropics due to consistent low blood pressure. A brain CT and electroencephalogram confirmed that the patient had hypoxic brain damage and the patient died two days later. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction, multi-organ failure, neurological dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient developed acute renal failure and experienced reduced blood pressure and urine output and the patient received dialysis. The patient was intubated and maintained mechanical ventilation due to losing consciousness. The patient's labs revealed liver and pancreas was increased and the patient was diagnosed with multi-organ system failure and an abdominal computerized tomography (CT) showed hemopericardium. The patient underwent an operation for pericardial window formation and received vasopressors and inotropics due to consistent low blood pressure. A brain CT and electroencephalogram confirmed that the patient had hypoxic brain damage and two days later the patient died.